Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7, -10.0/2.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.